Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation presumed that the image was not displayed due to a faulty charged coupled device unit (ccd). Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned to olympus hamburg for evaluation. The evaluation confirmed the reported event of irregular picture which was due to loose cable contact. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the hd autoclavable camera head had an irregular picture failure. There was no harm or user injury reported due to the event.